Manufacturer narrative:
Additional information was received that no further action will be taken at this time.

Event description:
A report was received that the patient's ipg had been turning on and off, was discharging very quickly and needed to charge more frequently. Database analysis revealed that the most commonly used program is a dual-area high settings program and the device appeared to be working as expected. It was also reported that the patient was experiencing pain around the midline incision and when the patient pressed around on that area the stimulation cuts off. The patient will undergo a revision procedure.

Event description:
A report was received that the patient's ipg had been turning on and off, was discharging very quickly and needed to charge more frequently. Database analysis revealed that the most commonly used program is a dual-area high settings program and the device appeared to be working as expected. It was also reported that the patient was experiencing pain around the midline incision and when the patient pressed around on that area the stimulation cuts off. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.